Event description:
It was reported to olympus, that the hd autoclavable camera head had appearance defects in the video cable. Inspection and testing of the returned device found rust on the coupler unit. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the cable was deformed with a cut and exposure of the metal part. The focus switch had water leakage due to deformation and there were two white dots in the image of the camera head. The head packing was found broken and the video connector of the cable was broken. There were hit and scratch marks noted on the serial number plate and the head cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the coupler unit was rusted due to the following reasons. Since the camera head was hit and dropped, the focus switch was deformed, resulted in water leakage from the focus switch. The event can be detected/prevented by following the instructions for use which state: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.